Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an air in line alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis of complaint that the air-in-line alarm was triggered. There were no services previously reported. Could not start pump with air in line alarm to review event log. Probable cause was damaged air detector. Visual and functional testing was performed. Found dented air detector and bubbled downstream occlusion (dso) seal. The air detector and dso seal were replaced. Device passed testing post repair. Probable cause of complaint was damaged air detector.